Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was diluted blood splattered on the sample tube stoppers and the mixing area of the unicel dxh 800 coulter cellular analysis system. The transport shield was in place and there was no exposure of the blood to mucous membranes or open wounds. The operator was wearing gloves, goggles and lab coat in conjunction with this event. There was no death, injury or affect to patient treatment and no on sought medical attention.

Manufacturer narrative:
A field service engineer (fse) was dispatched and cleaned the sample area of all debris, checked probe, probe wipe & tubing. The fse removed debris from the probe waste chamber & verified ports were clear. The fse also performed probe & waste chamber flush cycle. Repairs were verified and system was validated. The root cause for blood splatter onto the sample tube stoppers can be attributed to occluded blood / debris in the probe waste pathway inhibiting proper draining of the probe waste chamber. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire. (B)(4).